Event description:
An artelon explanted from a male pt, that has developed erythema of the skin of his thumbs and hands and redness following bi-lateral artelon placements, the first in 2008 and the second in 2009.

Manufacturer narrative:
Explant sent for histological exam. Result not available yet.